Manufacturer narrative:
(B)(4). The investigation was completed on 02-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25028.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 22-apr-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on a patient. There was no information at the time of this report. Return product is not available for investigation. Method: date: tested: hct %pcv hgb g/dl: sample I-stat (B)(6) 2025 14:55; 37; 12.6. I-stat (B)(6) 2025 15:03; 23; 7.8. I-stat (B)(6) 2025 16:44; 24; 8.2. I-stat (B)(6) 2025 17:46; 25; 8.5. I-stat (B)(6) 2025 19:15; 23; 7.8. I-stat (B)(6) 2025 19:34; <15; <>. I-stat (B)(6) 2025 19:42; 29; 9.9. I-stat (B)(6) 2025 19:54; 16; 5.4. I-stat (B)(6) 2025 20:59; 22; 7.5. I-stat (B)(6) 2025 22:26; 21; 7.1. I-stat (B)(6) 2025 23:52; 22; 7.5. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.